Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990, batch 10374484 knee scorpion was received for investigation. Visual inspection identified that the 909-013 knee scorpion jaw had broken from the distal tip of the main assembly, and was returned tethered to the main assembly upon receipt for evaluation. The knee scorpion jaw component broke superior to the connection point with the tip pin, and the pin itself was not returned. The assembly was not able to meet functional criteria due to the jaw breakage. This event is most likely the result of the use of excessive force while grasping and manipulating suture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a meniscal root repair the top jaw of the instrument broke off. All was retrieved. It was replaced and the case was completed with no further issues. The patient is fine to date.